Event description:
It was reported that the customer had a cracked battery compartment. The customer blood glucose level was unknown. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports a motor error alarm during rewind due to motor encoder signal out of phase. Also a cracked battery tube threads, cracked case near display window corner, minor scratches to display window, scratched reservoir tube window, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.